Event description:
The customer reported the device failed pre-operational testing, low inhalation pressure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.